Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: no longer able to locate two implants') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Concomitant products included clonazepam since (B)(6) 2018. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/severe pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: indigestion, irritated bowls"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with hydrocodone. Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, dyspepsia, irritable bowel syndrome and back pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: hysterectomy is scheduled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet received. Events: migration of essure device location of device: no longer able to locate two implants, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, gastrointestinal or digestive system condition type: indigestion, irritated bowls, did you undergo an essure confirmation test? No, lower back pain, abnormal bleeding was added. Lot number was added. Concomitant and treatment drug was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: no longer able to locate two implants') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Concomitant products included clonazepam since (B)(6) 2018. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/severe pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: indigestion, irritated bowls"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with hydrocodone. Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, dyspepsia, irritable bowel syndrome and back pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: hysterectomy is scheduled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.